Event description:
A surgeon reported an intraocular lens was exchanged due to the patient reporting severe glare and halos at the six month postoperative visit. The lens was exchanged for a different model lens. The patient was noted to have corneal edema and microcystic edema on the first day following the exchange procedure that was not felt to be clinically significant. All symptoms resolved following the iol exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. This lens is not a clinical study lens. It was a control lens for the study. The root cause could not be identified by the investigation. Documentation verified the lens was accounted for at final packaging. Case report forms were received on (B)(4) 2012. (B)(4).